Event description:
The evening on (B)(6) 2011, I was charging my spinal stimulator using the boston scientific patch. The charger had been on for 1 hour and 40 to 45 minutes. I was watching tv. The area around the charging implant was quite warm, then across my left eye I experienced two horizontal - zig zag lines of multi-colors. I could not focus my left eye. The stimulator was off and was real hot. I pulled it off, right hip was hot and really hurt. Next morning, I could hardly walk, my lower back hurt so bad. Went to dr. (B)(6) 2011: said nothing could be done. Said I had microwaved the soft tissue - nerves and muscles. Really hurt under the battery pack. Spoke to (B)(6) at boston scientific several times. He immediately told me he would send me a new charger and to throw the old one away. Wanted to have me go to specialist to try to find out damage. Told him I was on a limited income. He said there was no account (money) for this. Unknown optic nerve damage, thigh damage. (B)(6) also sent me a new (better) charging belt and told me not to use the patch again. Warnings need to be given prior to implanting. On (B)(6) 2011: dr. Says no tests to see what damage was done.